Event description:
It was reported that this right atrial (ra) lead had dislodged. This ra lead was explanted, and a new lead of the same model was successfully implanted. Additionally, the patient stated using the left arm after the initial pacemaker implant, which the physician believed was the reason for the dislodgement. No additional adverse patient effects were reported.